Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with cracked display window and loose drive support disk.

Event description:
It was reported that the customer's insulin pump has cosmetic damage. The customer's blood glucose reading was 136mg/dl. Troubleshooting was performed. It was stated that the back of the piston was broken, and the customer was not sure how it happened. Advised the caller to discontinue the use of the insulin pump and revert to back up plan. No further information was provided.